Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome on (B)(6) 2022 that the patient passed away on (B)(6) 2021 due to subdural hematoma. An autopsy was not performed and the device was not explanted. It was unknown whether the device would be returned for evaluation or whether the outcome was device or therapy related. It was additionally reported on (B)(6) 2022 that the patient had complaints of severe headache after they were seen in clinic the previous week with a headache. At the time of the clinic visit, a computed tomography (CT) scan was performed which was negative for cerebrovascular events. Upon arrival to emergency room (ER), CT showed a 14 millimeter (mm) subdural hematoma with a 2 mm midline shift. There were no reports of head trauma. The patient later had a seizure on (B)(6) 2021, became unresponsive, and was intubated. The patient self-extubated themselves several days later and their airway remained open. The following morning the patient was moving all extremities on command and began working with physical therapy. Nonetheless, the patient passed away on (B)(6) 2021. It was additionally reported on (B)(6) 2022 that the patient had been off of anticoagulation at the time of the hematoma and that the patient had a history of positive blood cultures. The stroke was felt to be due to infection. The patient's death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
The patient's history of infection was previously reported under MFR #s: 2916596-2021-03260, 2916596-2021-07249, and 2916596-2021-05921. Manufacturer's investigation conclusion: a direct relationship between the device and the reported subdural hematoma and patient outcome could not be conclusively determined through this evaluation. A direct cause for the patient¿s reported infection and sepsis could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Stroke, infection, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's stroke was an embolic stroke that led to subdural hematoma. The patient was septic at time of death.